Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of more than 500 mg/dl. The customer's blood glucose level at the time of incident was 300 mg/dl. The customer treated themselves with bolus was treated with intravenous insulin at the hospital. The customer also experienced vomiting and was not feeling well due to high blood glucose levels. The insulin pump was on auto mode at the time of incident. The customer declined troubleshooting because they could not find the tubing clamp. The insulin pump will not be returned for analysis.